Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the first power handle stapler shut down after a state of contact failure. While the second, had the same issue few days later. The charger also did not charge both handles. There was also a trace of leakage-like on the charger. The issue was resolved by replacing the handles and the charger. There was no patient involved.